Event description:
It was reported that the implantable neurostimulator was explanted due to infection. No other clinical data was reported. Additional information has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).

Event description:
The onset/diagnosis of the infection was (B)(6) 2008. The primary location of the infection was the device pocket. Cultures revealed staphylococcus aureus. Patient symptoms included redness, swelling, drainage, and incisional wound opening. The patient was treated with intravenous antibiotics. The infection was ongoing. The patient didn't develop meningitis. The patient had been treated with perioperative antibiotics. The hcp reported patient risk factors of smoking, diabetes, and debilitated status.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient notified a manufacturer¿s representative today that the system components (implantable neurostimulator (ins)/leads) were explanted a couple weeks after implant due to infection. It was stated that ¿as far as the caller knows,¿ this was the first time the manufacturer has been notified. Additional information had been previously reported. Patient and device codes were updated to adhere with current coding conventions.

Event description:
The infection has resolved. When the device was implanted it did help the patient with his pain.